Event description:
During verification testing at the service center, it was noted that the ground prong of the ac power cord was missing.

Manufacturer narrative:
During testing, the ground prong of the ac power cord plug was found to be broken and missing. A probable cause for the broken prong on the ac power cord was used in the customer environment. If the ac power cord was attempted to be removed from the outlet by pulling it at an angle, it is possible to damage the ac power cord blades. This report represents all the info known by the reporter upon query by hospira personnel.